Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained approximately 7 days of data (28feb2020 - 06mar2020 per the timestamp). The log file captured no external power and low voltage hazard alarms on (B)(6) 2020 from 2:41:16 to 2:41:27 and from 2:41:28 to 2:41:39 due to temporary losses of power while connected to the mpu. The system controller backup battery supplied power to the system during the losses of external power. The alarms were resolved when power from the mpu was restored. The account communicated that the mpu will not be returned for evaluation and that the serial number of the mpu is (B)(4). Multiple requests for additional information were made to determine if cause of the no external power/low voltage hazard events was identified; however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mpu was shipped with a locking (v-lock) ac power cord. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through log file analysis that patient had no external power events on (B)(6) 2020, which was due to a loss of power while connected to the mobile power unit (mpu). Additional information was requested but not provided.